Manufacturer narrative:
This report is filed december 18, 2013.

Event description:
Per the clinic, the patient developed an infection around the implant site with subsequent device extrusion. The patient was administered IV antibiotics (type, duration and dosage not reported). The device was explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4).